Event description:
On (B)(6) 2025, a patient received a thrombectomy and atherectomy procedure using a rotarex device. It was reported that a high-pitched sound was heard, the catheter head failed to spin, and it became semi-detached from the catheter's end. A pta balloon was employed to finalize the procedure. No patient injuries were reported.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was returned for evaluation. During physical investigation a catheter was received. After flushing the device, it finally rotated with the hand magnet. The test guide wire went through the catheter with resistance. The aspiration test was performed, and nominal level was achieved. A clear root cause could not be identified but a blockage of the catheter represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D2b (dqx; mcw), g2, g3, h6 (device, method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient received a thrombectomy and atherectomy procedure using a rotarex device. It was reported that a high-pitched sound was heard, the catheter head failed to spin, and it became semi-detached from the catheter's end. A pta balloon was employed to finalize the procedure. No patient injuries were reported.